Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe passive¿ needle guard separated. The following information was provided by the initial reporter: we have received a new complaint from a clinic in australia regarding a syringe falling out of safety device. It was registered with our ID (B)(4). This complaint is reported to you by email since I haven't got access to the bd portal. Complaint description: ¿the plunger and needle was not fitted correctly and felt apart on opening the package. It had to be discarded. It looked like the plunger had become misaligned from the barrel." Additional info received: ¿the syringe barrel has a plastic collar near the plunger that is supposed to keep it aligned with the needle retractor/cover, it had moved out of position and become unseated."

Event description:
It was reported that the bd ultrasafe passive¿ needle guard separated. The following information was provided by the initial reporter: we have received a new complaint from a clinic in australia regarding a syringe falling out of safety device. It was registered with our ID cla-0129. This complaint is reported to you by email since I haven¿t got access to the bd portal. Complaint description: ¿the plunger and needle was not fitted correctly and felt apart on opening the package. It had to be discarded. It looked like the plunger had become misaligned from the barrel.". Additional info received: ¿the syringe barrel has a plastic collar near the plunger that is supposed to keep it aligned with the needle retractor/cover, it had moved out of position and become unseated.".¿.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no sample/evidence provided.